Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer upon arrival at the tower, fse attempted to recover storage space but encountered a failure to open the door. Inspection revealed that one of the bins was pressed against the door, obstructing access. By applying gentle force while opening, fse was able to gain entry and reposition the bin. Medications located behind the bin had prevented it from seating correctly. After adjusting the bin and its contents, the pharmacy technician removed excess medications to prevent recurrence. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.